Manufacturer narrative:
Upon receipt, the lead was found cut about 10.5 cm distal to the is-1 connector pin. All parts of the lead were received. It is reasonable to assume that the lead was cut during the explant procedure. The visual inspection showed deformations of the shock coil which most likely resulted from the surgery. With regard to the increasing pacing threshold and oversensing mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation time of about 5 weeks, increased pacing threshold values of 4 v and oversensing were reported. The lead was explanted and returned to biotronik. No deterioration of the patient's state of health was reported.